Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door was failed and sensors replacement needed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the door had failed. A field service engineer (fse) confirmed that no repair work was performed at this time due to an active patient occupying the room. Later, fse confirmed that station had been rebooted. The fse had tested the auxiliary tower door using the hta application. The system functioned as intended after the field service engineer repaired the device.